Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflation issues. The patient felt the device was not properly inflated when he tried. A new inflatable penile prosthesis consisting of 15 cm x 12 mm lgx cylinders, ms pump, and spherical reservoir were implanted. The patient outcome was reported as the patient got well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Model number/catalog number: 72400152, serial number: (B)(4), batch/lot number: 525273002, model/catalog description: reservoir 65ml. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Model number/catalog number: 72401110, serial number: (B)(4), batch/lot number: 518409007, model/catalog description pump cxm. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Model number/catalog number 72400152, serial number (B)(4), batch/lot number 525273002, model/catalog description reservoir 65ml. Model number/catalog number 72401110, serial number (B)(4), batch/lot number 518409007, model/catalog description pump cxm.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflation issues. The patient felt the device was not properly inflated when he tried. A new inflatable penile prosthesis consisting of 15 cm x 12 mm lgx cylinders, ms pump, and spherical reservoir were implanted. The patient outcome was reported as the patient got well.

Manufacturer narrative:
Additional concomitant medical products: model number/catalog number 72400152, (B)(4), batch/lot number 525273002, model/catalog description reservoir 65ml; model number/catalog number 72401110, (B)(4), batch/lot number 518409007, model/catalog description pump cxm.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflation issues. The patient felt the device was not properly inflated when he tried. A new inflatable penile prosthesis consisting of 15 cm x 12 mm lgx cylinders, ms pump, and spherical reservoir were implanted. The patient outcome was reported as the patient got well.